Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced removal, revision, recurrence, and lysis of adhesions. After treatment, the patient experienced revision and removal.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, abdominal pain and adhesions. Post-operative patient treatment included lysis of adhesions, revision surgery and removal of mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, abdominal pain and adhesions. Post-operative patient treatment included lysis of adhesions, revision surgery, panniculectomy and removal of mesh. Concomitant device: helical tacker.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, abdominal pain, pain, defective mesh, small bowel obstruction, and adhesions. Post-operative patient treatment included lysis of adhesions, revision surgery, panniculectomy, removal of mesh, and hernia repair with mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient code, imf code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced inflammation, recurrence, abdominal pain, pain, defective mesh, small bowel obstruction, and adhesions. Post-operative patient treatment included medication, exploratory laparotomy, lysis of adhesions, revision surgery, panniculectomy, removal of mesh, and hernia repair with mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.